Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call the insulin pump had a keypad anomaly in the past. The customer¿s blood glucose was unknown at the time of incident. Customer's parent stated that the insulin pump buttons were unresponsive and scrolling. Customer's parent also reported that the insulin pump had a motor error and a no delivery alarm and troubleshooting was performed and completed. Customer's parent stated that the insulin pump alarmed no delivery after a 5 unit fixed prime was delivered. Customer's parent also reported that the customer had experienced high blood glucose events and was treated with insulin pump. The customer's parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.